Manufacturer narrative:
The company service rep observed that the audio cable from the central to the longview (keyboard/video/mouse/audio extender) was disconnected. She reconnected the cable. The unit was tested to factory specification. If functioned normally and was returned to use.

Event description:
The customer reported that while the central station was in use monitoring patients along with a telepack ambulatory transmitter at the bedside, the central failed to alarm for a patient that experienced sinus tach, sinus brady, and asystole. The clinician called MFR. And it was determined that visual alarms were active, but there was no audio. The patient was transferred to ICU following the incident; however, the customer does not attribute the change in the patient's condition to the system, since the patient was attended throughout the episode.